Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of IV filter leakage could not be verified due to the product not being returned for failure investigation. Device history record review for model 20350e lot number 22029764 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set experienced leakage. The following information was provided by the initial reporter: there was leaking around the IV filter site.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set experienced leakage. The following information was provided by the initial reporter: there was leaking around the IV filter site.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.